Event description:
Nurse reports random power offs and machine seems to have been dropped due to missing chunk of plastic in upper corner.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of random power offs was confirmed. The root cause of the reported issue was an internal battery failure. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Nurse reports random power offs and machine seems to have been dropped due to missing chunk of plastic in upper corner.